Event description:
It was reported the distal tip of this .018 guidewire detached in the patient during an unidentified procedure. Uneventful retrieval followed utilizing another guidewire. No patient complications resulted from this event. This device is currently being evaluated by this manufacturer. Upon completion of the evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. The co's attempts to gain further details with regards to the circumstances of this event have been unsuccessful. User technique and/or patient anatomy may have been contributing factors to this event. However, without further details about the event and without a completed device evaluation, the co is unable to determine the cause for this event.